Event description:
The reporter stated the physician implanted a cc4204a collamer single piece lens on (B)(6) 2014 in the patient's left (os) eye. The patient experienced a refractive surprise, there is a possibility the lens may be explanted. The patient will have the second (od) eye done on (B)(6) 2014 and depending what the outcome is, they may do the explant procedure on the (os) eye. A medwatch supplemental will be submitted when additional information is available.

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Device evaluated by manufacturer?: no. Unknown if lens remains implanted. Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Unknown if lens remains implanted.

Manufacturer narrative:
Method: medical review. Results: medical review: os: reportedly the patient did not achieve expected refractive outcome following iol (collamer single-piece) implantation two months ago. The lens remains implanted and no additional medical or surgical intervention was done or planned. Patient was doing well. No reported loss of bcva. The reported event (residual refractive error of 2.5 d) does not constitute a serious injury. The provided information is limited in order to determine device causality and most likely it was due to pre-op calculation error. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: device history record review: based on the results of the DHR review, there is nothing within the manufacturing process that can be identified to confirm this claim. Conclusions: based on the complaint history, work order search, medical review and device history record review , a specific root cause of this event could not be determined at the time. (B)(4).